Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 1 month post implant of this 27mm bioprosthetic aortic valve, it was explanted and replaced with a bioprosthetic valve of the same size, but a different model. The reason for replacement was not reported. No additional adverse patient effects were reported.